Event description:
The surgeon alleged that following event: "6 month ago, a hallux valgus correction surgery was performed. The pt had unacceptable pain in both toes. Surgeon decided to re-operate in order to see what was the cause of this pain and decided to remove the staples from the 2 toes. Since the revision surgery, the pt is fine and has no more pain. The initial surgery was successful and the surgeon said that "the result was perfect" and thinks that it is a case of allergy to the material. The surgeon will perform tests on the pt to identify the concerned results."

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available, it will be reported on a supplemental report.